Event description:
It was reported that the patient was unable to connect with or without the antenna attached. It was noted that the patient saw a ¿poor communication¿ screen. It was reported that the patient was unable to adjust stimulation. It was noted that the problems started 3 days ago. It was reported that the programmer would not work with ¿either¿ antenna. It was further reported that the patient did feel stimulation during the call. It was noted that the patient was ¿in tears¿ since she was unable to adjust stimulation. It was reported that the patient had ¿bad¿ falls in (B)(6) and (B)(6). It was noted that the patient fell directly on her implantable neurostimulator after falling down stairs during the fall in (B)(6). It was reported that the fall in (B)(6) was worse than the fall in (B)(6) when she fell down and hit her face. It was noted that the patient ¿blacked out¿ from the fall. It was reported that the patient still has intermittent or no communication with or without the antenna using the replacement programmer.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3 9565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, lot# serial# (B)(4), product type: programmer, patient. (B)(4).